Manufacturer narrative:
Correction - account reported they initially provided an incorrect serial number and model for the reported event for the right eye. A corrected model and serial number was provided and the following fields were updated accordingly: it was reported that a model zct450 29.0 diopter intraocular lens (iol) was explanted from a female patient's right eye due to complications of the intraocular lens (iol), blurry vision. The lens was replaced with a zxt375 29.0 diopter lens. No patient injury was reported. Additionally it was reported that the patient also underwent explant of the lens implanted in her left eye. A separate MDR will be filed for the lens from the left eye. Expiration date 2/18/2021. Model zct450. Catalog number zct450u290. Serial (B)(4). Implant date (B)(6) 2016. Manufacturing date 02/08/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a model zxt375 29.5 diopter intraocular lens (iol) was explanted from a female patient's right eye due to complications of iol, blurry vision. The lens was replaced with the same model, a smaller, 29.0 diopter lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no similar complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.